Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. The progav valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at 0.033 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Brake force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerance. Internal inspection : after dismantling of the valve, deposits were found in the progav. Result : based on our examination results, we cannot detect a malfunction at the valve at the time of our examination. The presence of proteins / deposits in the cerebrospinal fluid could impair the function of the valves temporarily. Deposits caused by natural substances in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins could affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (part # fv701t) was implanted during a procedure performed in (B)(6) 2014. According to the complainant, the shunt system was believed to be operating in overdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age:(B)(6), height: 130 centimeters (cm), weight: (B)(6), gender: female. Same event as medwatch # 3004721439-2022-00063.